Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was plugged into all the three generators separately and the plug was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications when the plug was securely inserted into the generator receptacle. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the ligasure device was connected to a generator and while using, around the tenth sealing, an error code e331(the device could not be recognized) appeared. The device was removed and re-inserted, but the same event occurred. A new similar device was connected, still the same event occurred. The new device was connected to another generator and it was able to be used normally which completed the procedure. Surgical time was not extended. There was no patient injury.